Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately one week after the implant procedure, the implantable cardiac monitor (icm) detected a false pause episode due to undersensing premature ventricular contractions (pvc). It was also reported the device may have had a loss of contact. The device remains in use. No patient complications have been reported as a result of this event.